Event description:
Per hospital staff, a freedom driver onboard battery was noted to be charging while in battery charger, but when taken out of charger and battery button pressed, no lights illuminated. The patient was issued a backup ¿hospital use only¿ battery without any reported adverse impact.

Manufacturer narrative:
Per hospital staff, a freedom driver onboard battery was noted to be charging while in battery charger, but when taken out of charger and battery button pressed, no lights illuminated. The patient was issued a backup ¿hospital use only¿ battery without any reported adverse impact. The battery s/n (B)(6) passed all testing during last service prior to being released to finished goods on 26 mar 2025. The event reported was replicated during investigational testing, demonstrating the same issue of the battery not retaining its charge after being removed from the charger. The root cause of the failure could not be determined because batteries are not opened to be internally inspected.